Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated platelet results on two patients generated on the cell dyn emerald analyzer. The results provided were: s1 = 1066 / repeated = 1013; reference lab = 128 (range =133-450); s2 = 24 / 61 / 1208 / reference lab = 166 (range = 133-450). There was no reported impact to patient management.

Manufacturer narrative:
The customer stated the probe gets stuck when running qc, so the customer removed the probe and rinse head, flushed them, and then ran a bleach start up without resolution. During the subsequent field service engineer visit, the fse found the diluent cube tubing was pinched by the printer next to it and also found grease on the probe. The fse cleaned the probe, moved the printer, and ran controls, which recovered within specification. A review of labeling suggests troubleshooting for imprecise or inaccurate, rbc, plt and hct results, but there is no instruction in the operator's manual regarding rinse head removal, this is a field service responsibility. A review of tickets found no additional similar tickets for the cell dyn emerald and no trends were identified. Based on the investigation, no product deficiency was identified for the cell-dyn emerald, serial number (B)(6).